Event description:
Caller reported an issue with incorrect pump time settings, which had a discrepancy greater than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller in updating pump time and advised them to monitor the situation and follow up if the time discrepancy recurred. Caller understood the guidance provided.